Manufacturer narrative:
The pod was received with the needle mechanism deployed. The soft cannula measured shorter than the correct length. It could not be determined when this damage occurred, or if this damage affected the device's ability to deliver insulin when the pod was worn. Additionally, cracks were found on the outer housing. It could not be determined when these cracks had occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient noticed the pod was leaking when he went to cover his breakfast with a bolus. Patient noted his bg level was at 314 mg/dl and gave himself a shot with his insulin pen.